Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis; cause was not provided. Although requested by tandem technical support, the customer declined to provided additional information regarding the issue. Reportedly, the customer reverted to manual injections for insulin therapy.